Event description:
It was reported that oversensing noise resulting in pacing inhibition was seen on the right ventricular (rv) lead. No programming changes were made. The patient was stable with no adverse health consequences.